Event description:
It was reported to philips that the device requires a retest.

Manufacturer narrative:
It was reported to philips, that the device requires a retest. The issue was with the testing equipment. And no malfunction was alleged against the device. There was no problem with the philips device. The device remains at the customer site. And no further evaluation is warranted at this time.